Event description:
The customer reported getting an ECG front end failure.

Manufacturer narrative:
The customer reported getting an ECG front end failure. The unit was evaluated at philips, and the symptom was verified. Replacing the processor pca resolved the issue.